Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was not reported. It was reported that the patient was hospitalized due to another indication. Treatment was not reported. On an unknown date, pd therapy was discontinued and the patient's catheter was removed and switched to hemodialysis. Patient outcome was reported as not recovered. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow-up, it was reported that a patient experienced suspected peritonitis. It was reported that; the patient recovered from cloudy pd effluent. Should additional relevant information become available, a supplemental report will be submitted.